Manufacturer narrative:
Product analysis: analysis of the epg noted that display wires were pinched wire exposed. The customer comment of a broken connector was confirmed. It was also noted that the hanger assembly was broken, capacitor on main printed circuit board (pcb) was broken, upper case was broken at boss, main label was damaged and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was received into service for repair subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.